Event description:
Approx 30 mins into the treatment, the pt complained of a warm sensation, itching and shortness of breath. Oxygen at 5l was administered via nasal cannula and 25 mg benadryl via IV push. The pt's blood pressure was recorded at 142/73 and pulse at 83. Clinic staff noted pulmonary edema with dyspnea, and wheezing. Ems administered benadryl and nebulizer treatments. This was the pt's first treatment with this dialyzer type; no reuse is practiced. Ace inhibitors are not prescribed for this pt. The pt has since been switched to the cahp210 dialyzer. The instructions for use for priming the psn210 were followed by clinic staff.